Event description:
It was reported on (B)(6) 2015, a sign im nail implanted to repair a fractured left femur; was found to be broken during a follow-up visit. The x-ray shows a non-union.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken im nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.